Event description:
It was reported that during deployment of an endovascular stent graft in the cephalic arch, the stent graft started to initially deploy and flower out approx 1cm; however, could not pull back on the touhy borst adapter to complete the deployment. The partially deployed stent graft was exchanged over the guide wire and removed from the access site without incident or injury to the vessel. Another stent graft was deployed successfully. There was no reported pt injury.

Manufacturer narrative:
A mfg review was conducted. The lot met all release criteria. This is the first complaint reported for a lot number anye2516 to date for deployment issues. The investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. It should be noted that the device was used to treat a pseudoaneurysm. This is considered to be an off label use for this device, as the device is indicated for the treatment of stenoses at the venous anastomosis of eptfe or other synthetic arteriovenous (av) access grafts, not for use in the treatment of pseudoaneurysms. The physician has already been made aware of off-label use and advised by fa clinical specialist. Additionally, per the reported event details, the physician did not use a sheath. The current IFU states under "material required for device placement" that a 9f introducer sheath is required for device placement. Therefore, it is possible that procedural issues contributed to the reported event. However, the definitive root cause could not be determined.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The file was documented with relevant history, but not reported. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The report source did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.